Event description:
Upon insertion, guidewire broke. Pt outcome is unk as not provided by reporter.

Manufacturer narrative:
(B)(4). The proximal and distal welds of the sf wire guides are inspected 100% prior to shipping. Wire guide returned in a used and damaged condition. The wire guide has separated and unravelled at the distal weld. We state in the IFU "if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result." This event may have been caused when excessive force was applied to the wire guide. We will continue to monitor for similar complaints.